Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead and right ventricular (rv) lead exhibited over-sensing noise resulting from electromagnetic interference (emi). No intervention was reported. Patient condition was unknown.